Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the video provided for review does confirm that the ht infiltrac guide wire (gw) did not successfully cross the reported chronic total occlusion (cto). As to the report of the gw having ¿some tissue on it¿ this cannot be confirmed in the images provided. As of the date of this review the results, if any, from the returned device inspection are not available and therefore any reported tissue on the gw cannot be confirmed. It should be noted that the instructions for use (IFU) guide wire hi-torque infiltrac, cto, ce carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported IFU violations of use against resistance, force used during retraction do appear to have caused or contributed to the complaint. Based on the cine review and returned analysis, the investigation determined the reported failure to advance, difficulty to remove and tissue injury appear to be related to user error. During advancement, the guide wire encountered resistance with the mildly tortuous, heavily calcified and 100% stenosed resulting in the failure to advance and getting stuck in the totally occluded lesion resulting in the difficulty to remove. Manipulation and force were applied to the guide wire during retraction which led to the noted tip solder break from the core and the appearance of tissue on the tip. The noted stretched coils and bend on the tip likely occurred during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: 2524 failure to advance was added.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right coronary artery (rca) that is 100% stenosed. A ht infiltrac 3 was used to enter the proximal cap and was noted to have met resistance during removal with anatomy. The guide wire felt stuck in the chronic total occlusion lesion; however, after using excessive force the device was removed and tip was noted to possibility have some tissue on it. The ht infiltrac 3 guide wire was replaced with an unknown guide wire in the posterior descending artery (rdp). Then pre-dilatation of the whole rca was attempted with an unspecified non-compliant balloon catheter at 26 atmospheres (atm). However, the lesion could not be dilated. A non-abbott shockwave coronary catheter was used at 80 pulses. Then pre-dilatation was re-attempted with an unspecified non-compliant balloon catheter at 22 atm and was successful. Three drug eluting stents were implanted in the rca/rpl (posterior left ventricular) and 1 drug eluting stent in the rdp using the dk crush stenting technique. There was no adverse patient sequela and no clinically significant delay. Subsequent to the initially filed report additional information stated the ht infiltrac was replaced by a pilot 200 guide wire as the ht infliltrac guide wire failed to cross due to anatomy. The guide wire was used as intended with no issues and had no interaction with another device. There was no device malfunction or adverse patient effects due to the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right coronary artery (rca) that is 100% stenosed. A ht infiltrac 3 was used to enter the proximal cap and was noted to have met resistance during removal with anatomy. The guide wire felt stuck in the chronic total occlusion lesion; however, after using excessive force the device was removed and tip was noted to possibility have some tissue on it. The ht infiltrac 3 guide wire was replaced with an unknown guide wire in the posterior descending artery (rdp). Then pre-dilatation of the whole rca was attempted with an unspecified non-compliant balloon catheter at 26 atmospheres (atm). However, the lesion could not be dilated. A non-abbott shockwave coronary catheter was used at 80 pulses. Then pre-dilatation was re-attempted with an unspecified non-compliant balloon catheter at 22 atm and was successful. Three drug eluting stents were implanted in the rca/rpl (posterior left ventricular) and 1 drug eluting stent in the rdp using the dk crush stenting technique. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.